Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment per report, patient factors (septal bulge) contributed to malposition of the valve with subsequent paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; (B)(4): human factors.

Event description:
During a transapical procedure, the valve was deployed too aortic (90:10 aortic/ventricular) resulting in moderate paravalvular leak (pvl). A decision was made to place a second valve. The valve was positioned and landed in a 60:40 a/v position within the annulus. No pvl was noted. The patient was stable after the procedure. Per report, the septal bulge contributed to the malposition of the valve. The native annulus measured with an area of 607mm2 by CT. The native aortic annulus and leaflets were moderately calcified and the aortic root was mildly calcified. The patient had ventricular septal hypertrophy; however, the patient had no mitral annular calcification (mac). There was no loss of pacing capture during valve deployment. The coaxial alignment of the delivery system and image intensifier were noted to be good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.